Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opening during efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. A second clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened. Troubleshooting was performed however unsuccessful therefore the cds was removed. Another clip was used to complete the procedure, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
All available information was investigated and the reported clip opening during establishing final arm angle (efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.